Event description:
Information received from the cec adjudication committee on 1/13/2012: the patient experienced an peri-procedure mi based on troponin elevation following the index procedure. At the time of the procedure, angiography revealed 75% stenosis in the mid left anterior descending (lad) artery. The lesion was 5mm in length, class b2 and de novo. The reference vessel was 2.5mm in diameter. A 2.5 x 8mm cypher stent was advanced for direct stenting but was unable to cross the lesion and withdrawn from the patient. The lesion was treated with a 2.5 x 8mm promus stent. Following the procedure, the troponin peaked at 0.23 (uln 0.02). The patient was asymptomatic and was discharged the day after the procedure.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient experienced an mi peri-index procedure. This is a (B)(6) female patient with medical history including positive functional study for ischemia, family history of coronary artery disease, history of hyperlipidemia, history of hypertension, history of myocardial infarction, history of smoking, history of allergy (penicillin allergy), compound fracture of back, trigeminal neuralgia and right eye optic nerve infection. Information received from the cec adjudication committee on 1/13/2012, the patient experienced a peri-procedure mi based on troponin elevation following the index procedure. At the time of the procedure, angiography revealed 75% stenosis in the mid left anterior descending (lad) artery. The lesion was 5mm in length, class b2 and de novo. The reference vessel was 2.5mm in diameter. A 2.5 x 8mm cypher stent was advanced for direct stenting but was unable to cross the lesion and withdrawn from the patient. The lesion was treated with a 2.5 x 8mm promus stent. Following the procedure, the troponin peaked at 0.23 (uln 0.02). The patient was asymptomatic and was discharged the day after the procedure. The stent was discarded thus unavailable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case the manipulation of the device in the attempts to deliver it to the target lesion may have contributed to the reported event.

Manufacturer narrative:
Concomitant medications included lisinopril 20mg daily, metoprolol 25mg daily, aspirin 81mg daily, clopidogrel 75mg daily, and bivalirudin intra-procedure. Additional information will be submitted within 30 days of receipt.